Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp soln set leaked. During patient infusion with lipids, an unspecified infusion pumped alarmed occlusion, the nurse flushed the line with 1ml syringe with no issues noted. The infusion "worked for a little bit", then alarmed again. The dressing was removed and condensation around the valguard was observed. The set was flushed again and a leak was observed at the clearlink and from the device filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.